Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the motor drive unit could not activate the blade of the disposable. The procedure was completed with a different device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling - not labeled. Conclusion: the actual device involved in this event was returned for evaluation. The device was found to have a damaged set screw on the coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.